Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient experienced adhesive issues with 4 infusion sets initially and for quite a while patient reported that 6 of the boxes have fallen off within hours of insertion. The adhesive issues were of the same type, with the infusion set falling off during use. The events occurred on 14-may-2024 and 15-may-2024. No dressing or tape was applied over the infusion sets. The area of insertion was cleaned and air-dried for all events. Skin tac adhesive aides were used for events 2-4. The area of insertion was free of hair and not irritated prior to insertion. The duration of use for the infusion sets varied from a day or two to 10 hours. The patient's blood glucose (bg) was unknown for events 1, 2, and 4. For event 3, the bg value was 'high'. The patient corrected the high bg with a bolus via pump. There were no injuries or ketones reported. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11127 - device 2 of 6.